Event description:
It was reported that post stent placement procedure in an occluded right sfa, the patient came back with alleged leg pain in the right limb. It was further reported that an angiogram identified a stent fracture. Balloon dilatation was performed to apose the fractured stent to the vessel wall, but a spiral fracture allegedly remains present and implanted in the patient. It was further reported that good flow was not demonstrated therefore a drug treatment was administered. The patient was reported to be stable and was discharged from the hospital.

Manufacturer narrative:
This supplemental MDR is being submitted to report the change in adverse event report type as further review of the limited information provided indicates that drug treatment was administered to assist with pain which may be considered intervention; therefore the event may be deemed a serious injury. Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: one x-ray video file and four different x-ray jpg files were provided for evaluation were provided for evaluation. Based on the evaluation of the provided media the reported fracture could not be confirmed. However, two twisted areas of the stent could be confirmed. An indication for a manufacturing related issue could not be identified. Based on the information available and the evaluation of the media provided, a definite root cause could not be determined. Labeling review: in reviewing the applicable labeling for this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU closely describes the stent placement by stating: 'confirm that the introducer sheath is secure and will not move during deployment (...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' The IFU also mentions balloon pre and post dilation: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.'

Manufacturer narrative:
X-rays were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that post stent placement procedure in an occluded right sfa, the patient came back with alleged leg pain in the right limb. It was further reported that an angiogram identified three stent fractures. Balloon dilatation was performed to apose the fractured stent to the vessel wall, but a spiral fracture allegedly remains present and implanted in the patient. There was no reported patient injury.